Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted alarms for 'cassette locked' and 'cannot start pump.' Functional testing involved use testing. It was found that the pump did not recognize the fluid filled. The device was reattached to the fluid filled cassette and the program that the customer had programmed into the pump was used for testing. An attempt to start the device was made when 'cannot start pump, air- line' alarm was displayed. It was concluded that the air detector is inoperable. The air detector was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty air detector.

Event description:
Information was received indicating that ambulatory infusion pump exhibited an air in line alarm when no visible air was present. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Event date: (B)(6) 2018.